Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was suspected to be damaged due to impedance of less than 100 ohms. There was no oversensing and p wave was acceptable. The lead was implanted on (B)(6) 2005 and is still in active use. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).